Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. Primary results revealed there were no anomalies found.

Event description:
It was reported that during an implant attempt, setscrew and grommet damage prevented the setscrew from disengaging from the header block which kept the defibrillation lead from being placed within the header. The device was not used and replaced. No patient complications have been reported as a result of this event.